Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator and power brick were performed. Visual inspection revealed no physical damage. The power brick indicated ringing tones while plugged into a power source. It also did not pass an unloaded voltage check. This unit did not light the green power/reset led after power was applied. After 20 minutes, the returned power brick did get excessively hot and reached 95.1 degrees celsius. Electrical overstress (eos) was confirmed as the cause to this issue.

Event description:
Boston scientific received information that the power brick associated with this latitude g2 communicator was hot to the touch. Additionally, the green light on the communicator or power brick would not illuminate. The communicator and power brick were replaced. No adverse patient effects were reported.